Manufacturer narrative:
In the case description, the user mentioned that the controller charging port and charging cable melted. Visual inspection of the returned controller confirmed the reported thermal event. Inspection of the charging port of the controller found the plastic around the port to be warped and damages were observed inside the charging port consistent with thermal exposure. The charging cable was returned with the controller. Inspection of the charging cable found the material around the metal connector on the usb-c end to be warped and damages were observed on the metal connector. The charging cable was determined to be an insulet post-fix cable. The charging adapter was not returned with the controller. Android log files from the date of occurrence were not available in the cloud system. The controller was unable to turn on. Charging was not attempted and logs were not pulled from the controller due to the thermal damage to the charging port. The back cover of the controller was removed and the secondary back cover unscrewed to inspect the internal components. The tamper seal was noted to be intact prior to removal. Inspection found no evidence of fluid ingress and no damages or deficiencies that would contribute to a thermal event. The thermal failure observed is consistent with the types of thermal incidents associated with usb-c connectors when contamination, moisture, or metallic debris causes an electrical short during charging of the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient reported while charging their controller it had visible melting and was scorched.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented.